Manufacturer narrative:
The device was discarded by the site. Therefore no evaluation can be performed. The philips representative reported that during the procedure, the guidewire lost it's placement which led to a less than optimal rail. The top of the wire fell to the clavicle bone during deployment. This is possibly what caused the balloon migration.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to extract a dual coil aicd lead due to malfunction. A spectranetics bridge occlusion balloon was prophylactically staged within the superior vena cava (svc) as this was considered a high risk case. During the procedure after working in the svc, the patient's blood pressure dropped from 105/60 to 62/35. At this point the spectranetics bridge occlusion balloon was deployed within the superior vena cava (svc) and emergency interventions were implemented. Surgeon was able to access the chest within 2 minutes. The injury was located and controlled. The tear was approx 3cm. Physician made the comment that the balloon looked like it had migrated and was only occluding half the injury. 1721279-2019-00129 has been filed to cover the patient injury/adverse event information. This report is being filed to cover the alleged malfunction of the bridge occlusion balloon.